Event description:
It was reported that approximately two weeks post implant the patient experienced a staphylococcus hominis infection and vegetation on the right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.